Event description:
Pt went to ir to have glue coiling procedure for a leaking avm. When the glue was injected, the catheter fractured, causing complete obstruction of the left vertebral artery. Glue also went into the left pica and left parieto-occipital lobe.